Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the filterwire was fractured. During a carotid artery stenting procedure, an 8fr x 90 cm sheath was used to deliver a 190 cm filterwire ez; however, the device could not be deployed. Following recapture, fracture of the filterwire guidewire was identified. The procedure was successfully completed with another of the same device and the issue was resolved. No patient complications occurred as a result of this event, and the patient was stable post-procedure.